Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure the patient experienced a stroke and expired. In (B)(6) 2017, a 24 mm watchman ® laa closure device and delivery system was attempted to be deployed however, the closure device was deployed too proximally so the closure device was fully recaptured. This 21 mm watchman ® laa closure device was successfully implanted with a complete seal. In (B)(6) 2017, at the patients 45 day follow-up a tee was performed and the physician noted a 3 mm residual jet around the closure device. Due to the size of the jet (<5 mm) coumadin was discontinued. Several days later the patient had a stroke while on plavix and aspirin. The patient was intubated and in critical care. 4 days later the patient expired due to an unknown cause.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient was brought to the emergency department (ed)via (emergency medical services)ems with aphasia and right hemiplegia. The patient was intubated for airway protection, but was not a candidate for tissue plasminogen activator (tpa). An magnetic resonance imaging(MRI) was performed and the patient was diagnosed with acute ischemia in the left middle cerebral artery distribution. A computerized axial tomography(cat) scan was performed and there was no evidence of acute cerebrovascular accident (cva). A computed tomography angiography (cta) of the circle of willis and main branches demonstrates no significant stenosis,